Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon (image not displayed) was not reproduced at the repair department. However, based on the device inspection results it was confirmed that the cable was squashed. Therefore, it is possible that the loss of image occurred accidentally because communication failure occurred due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found the deformation of a cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head image was not displayed sometimes. The issue was found during preparation for use. The unspecified therapeutic procedure was completed. The customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.